Event description:
The customer reported weakly false positive reactions of n negative cells from their cell panel of a competitor with seraclone anti-n art. -no. (B)(4), lot 1934140. The customer uses the cell panel as control cells. The customer sent us two vials of the complained lot of reagent. In the quality control laboratory the complained sample was tested with different n negative red cells. Some of these cells reacted false positive.